Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The customer stated that the issue was resolved, the whole drawer was empty, and we have relocated the medication to other location. Another ticket was crested for this case. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed to open and device is not detected on bus. There were no adverse events or injuries reported based on this event.